Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, on (B)(6) 2026 the commode "collapsed inward while the patient was using the commode and the patient fell hitting her coccyx on the commode/ground." The customer reported that "the metal buttons that secure the front middle bar to both legs are not secure and do not/did not secure the legs." The customer reported that the patient developed a "large closed scrap wound on her leg" and experienced "significant pain" due to the reported incident. The customer reported that an x-ray was obtained, but "her coccyx was not fractured". The customer reported that the patient required physical therapy due to the reported incident. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2026 the commode "collapsed inward while the patient was using the commode and the patient fell hitting her coccyx on the commode/ground."